Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding discrepant results in the ed using multiple analyzers. On (B)(6) 2011 14:29 result: 0.15 ng/ml. On (B)(6) 2011 14:55 result: 0.01 ng/ml. On (B)(6) 2011, 14:55 result: 0.00 ng/ml. On (B)(6) 2011, 15:05 result: 0.00 ng/ml. The suspected discrepant result was released to the physician. Sample was run in the main lab. On (B)(6) 2011, 15:25 result: <0.01 ng/ml. Based on the information available at the time, there were no injuries associated with this event.